Event description:
The patient presented to the emergency department with severe shortness of breath, low blood pressure (80-100 systolic: 60-80 diastolic), depressed mental status, left-sided flaccid weakness, acute kidney injury, with a bun 74, creatinine 6.7, potassium 6.9, and the CT showed deep white matter changes suspicious for acute ischemic stroke. The patient's vital sings: b/p 88/49, pulse 120; resp 24; o2 sats 98% on 2l. The patient was brought to the acute dialysis unit in the hospital in critical condition with the crash cart as a precaution because he almost coded earlier this day. The patient was on the hemodialysis machine for approximately 19 minutes when his blood pressure and heart rate started to decrease. The nurse stopped the treatment and returned the patient's blood. Shortly after the patient was taken off of the machine, he coded. Advanced cardiac life support (acls) measures were provided for 24 minutes and were unsuccessful. The patient subsequently expired. Following this event, the facility biomed tech's evaluation of the hemodialysis machine showed that the temperature on the display was 37.2 degrees celsius and the temperature on the external meter was 36.1 degrees celsius. The acute manager states that the hemodialysis machine did not cause or contribute to the adverse event but rather related to preexisting medical issues.

Manufacturer narrative:
The hemodialysis machine investigation was conducted on (B)(4) 2012 by the fresenius regional equipment specialist (res). The machine display temperature of 37.2 celsius and the external meter temperature reading of 36.1 celsius is within the allowable range of 35-39 celsius for dialysate heating and is therefore not going to cause or contribute to the event. The uf variance of 0.994ml/stroke could result in a negative (-) uf variance of approximately - 12ml with the set uf goal of 2kg. This event occurred approximately 19 minutes into the treatment and the uf variance found during the device investigation is not significant to adversely affect the patient. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. The batch record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed. The cause of death, as provided in the expiration note, was likely related to severe hyperkalemia secondary to the acute kidney injury, which is likely secondary to multiple factors, contrast-induced nephropathy, and medications.